Manufacturer narrative:
Only archival samples were tested. Two pieces had defect regarding protrusion length from the cartridge side. Samples from customer are not available.

Event description:
The 32g pen needles do not enter the skin deep enough and cause bubbling of the insulin.

Manufacturer narrative:
The defects from complaint were not confirmed.

Event description:
32g pen needles do not enter the skin deep enough and cause bubbling of the insulin.